Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿pt IV pump was plugged into red outlet when turned on. Flashed a battery discharge notification. IV pump removed from service. Clinical engineering tag placed. No pt harm as medication (naho3 gtt) was not infusing while pt off unit at hd. Pump ID: pcu0966. Clinical engineering replaced battery and returned to service.¿